Event description:
The patient stated that for the past 6 months, he has had insulin leak form the tubing at the connector needle. He stated that he has had three incidents from his last two boxes of infusion sets. He stated that while priming, he will look to see if insulin is leaking around the outside of the connector needle, if so, he will switch to new infusion tubing. He stated he first noticed this 6 months ago because his shirt was wet. The patient stated that his blood glucose has never been affected by this. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.